Event description:
The pt reportedly experienced a cartilage inflammation on the pinna. The pt was prescribed antibiotics (type unknown) for 8 days. The pt was asked to stop wearing the external equipment until the site is healed. The pt continues to be monitored by the center.